Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. .

Event description:
It was reported that the patient pulled the foley catheter out and it was broken off. As a result, the fragment remained in the bladder. The fragment will be removed at a nearby facility by a urologist at a later date. Per follow up information received via ibc on 15nov2022, it was stated that the customer did not provide any information about how the broken fragments were removed.

Manufacturer narrative:
Upon further review, bd has determined that this event was not reportable based on the investigation findings. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient pulled the foley catheter out and it was broken off. As a result, the fragment remained in the bladder. The fragment will be removed at a nearby facility by a urologist at a later date. Per follow up information received via ibc on 15nov2022, it was stated that the customer did not provide any information about how the broken fragments were removed.